Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there were three critical battery alarms. Battery status was greater than 25 percent. No power was provided when the battery was tested on the other port. The battery will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5, g4 initial aware date 28-dec-2017, h6, h10. Product event summary product event summary: the battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. Log file analysis revealed that the controller in use at the time of the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(6). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. As a result, the reported critical battery alarm and communication error events were confirmed via log file analysis. The reported battery with no power could not be confirmed. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and battery. A possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, the battery was indicated to have had a communication error.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. Log file analysis revealed that the controller in use contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed three (3) critical battery alarms due to communication errors involving this battery. As a result, the reported critical battery alarm event was confirmed via log file analysis. The reported battery with no power could not be confirmed. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.